Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
Physician information: implanting physician: (B)(6). Explanting physician: (B)(6).

Event description:
Patient reports the diagnosis of alcl occurred on the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: alcl, sub-axillary nodule, inflammation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient family member reported ¿after a breast reconstruction following a breast cancer today suffers from a lymphoma lagc (alcl) and is currently in chemotherapy¿ and ¿whole could not be removed during the operation¿. The affected side has not been specified. Additionally, regulatory agency reports biomarkers cd30+ and alk-, confirmed by the lymphopath network and "sub-axillary nodule". The device has been removed.